Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. It was reported that burr guard assembly was not assembling to the attachments the product was unavailable for inspection as the product was not returned. Product history review: not performed as the lot no was not provided. Complaint history review: not performed as the lot no was not provided. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
During a pka 3.0 burr only case, the long guard came loose from the rotary attachment when the surgeon was burring. The scrub tech and mps thought that the long guard had been properly assembled to the rotary attachment, which would have prevented the long guard from coming loose during the case. When the long guard came loose, dr. (B)(6) right index finger was on the long guard as he was burring and power was on with the mics. When I noticed the long guard was loose, I asked dr. Roche to stop burring and instructed him to re-assemble the long guard to the rotary. He had difficulty doing this using 3 fingers around the knob, so the scrub tech provided him a sterile towel so that he could provide more torque by using his whole had to grip the long guard and twist onto the rotary attachment. This took about 1 min to re-assemble once we noticed it had disassembled. In addition, the mics clip fell off of the long guard several times throughout the burring during the case. Mics clip was placed at the tip of the long guard closest to the burr, per user guide instruction.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a pka 3.0 burr only case, the long guard came loose from the rotary attachment when the surgeon was burring. The scrub tech and mps thought that the long guard had been properly assembled to the rotary attachment, which would have prevented the long guard from coming loose during the case. When the long guard came loose, dr. (B)(6)'s right index finger was on the long guard as he was burring and power was on with the mics. When I noticed the long guard was loose, I asked dr. (B)(6) to stop burring and instructed him to re-assemble the long guard to the rotary. He had difficulty doing this using 3 fingers around the knob, so the scrub tech provided him a sterile towel so that he could provide more torque by using his whole had to grip the long guard and twist onto the rotary attachment. This took about 1 min to re-assemble once we noticed it had disassembled. In addition, the mics clip fell off of the long guard several times throughout the burring during the case. Mics clip was placed at the tip of the long guard closest to the burr, per user guide instruction.

Manufacturer narrative:
An MDR was opened inadvertently for this event. Based on the information provided in the event description/event details tab, this complaint does not meet reportability criteria.

Event description:
During a pka 3.0 burr only case, the long guard came loose from the rotary attachment when the surgeon was burring. The scrub tech and mps thought that the long guard had been properly assembled to the rotary attachment, which would have prevented the long guard from coming loose during the case. When the long guard came loose, dr. Roche¿s right index finger was on the long guard as he was burring and power was on with the mics. When I noticed the long guard was loose, I asked dr. (B)(6) to stop burring and instructed him to re-assemble the long guard to the rotary. He had difficulty doing this using 3 fingers around the knob, so the scrub tech provided him a sterile towel so that he could provide more torque by using his whole had to grip the long guard and twist onto the rotary attachment. This took about 1 min to re-assemble once we noticed it had disassembled. In addition, the mics clip fell off of the long guard several times throughout the burring during the case. Mics clip was placed at the tip of the long guard closest to the burr, per user guide instruction.